Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as: 6000093-2007-01159. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The stenosed lesion being treated was located in the right coronary artery (rca). The physician placed two taxus express2 drug eluting stents in the chronic occlusion of the rca, 2.75x32 mm (distal) and 3.50x20 mm (proximal) to 18 bar for 18 seconds. The stents were post dilated with a 3.0x20 mm maverick balloon to 18 bar. Stents were ivus controlled. Discontinuation of clopidogrel after one year and 2 months. One year and eleven months post, the initial procedure, a stent thrombosis was identified. It is unknown what remediation was done. No additional patient complications were reported. Patient status reported as "ok".